Manufacturer narrative:
Only the proximal part of approx. 27 cm was received for analysis. Both df-1 connectors were cut off from the lead body. It is reasonable to assume that the lead was cut in the course of the explantation procedure. The inspection of the returned fragment revealed a rubbed through insulation at approx. 15 cm distal to the is-1 connector pin. The coating of the conductor cable to the ring electrode was found damaged in this area. This damage can be considered to be the root couse for the clinical observation. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical stress in the implanted state. Interaction between the lead body and the generator housing should be taken into consideration. The electrical measurements of the segment did not reveal any peculiarities. The analysis of the available lead fragment did not reveal any sign of a material or manufacturing problem.

Event description:
At device check on (B)(6) 2015, lead impedance had dropped to about 250 ohms from chronic level of about 600 ohms. One hundred and eleven vf episodes were recorded with subsequent aborted shocks, all appeared to be caused by noise on the lead. This had caused the device to reach eri a few months before expected. When the representative tried to interrogate the device before the battery change procedure on (B)(6) 2015 the device was eos. They tested the lead during the procedure and the signal was clear but lead impedance was about 150 ohms. A new lead and device were implanted, and the old lead was capped. The patient did not receive any inappropriate shocks. (B)(6) 2015 - a portion of this lead was returned.